Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('could be inside the myometrium/migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / tubal patiency". Medical conditions: plaintiff never experienced immense abdominal/pelvic pain prior to undergoing the essure procedure. Concomitant products included etonogestrel for birth control as well as oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infections"), menstruation irregular ("spotting and irregular bleeding patterns") and genital haemorrhage ("abnormal bleeding"), was found to have a pregnancy with contraceptive device ("pregnant") and experienced vaginal haemorrhage ("bleeding for six weeks; assessed as irregular vaginal bleeding"), lasting 6 weeks. Essure treatment was not changed. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, abdominal pain, pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, vaginal infection and menstruation irregular had not resolved, the vaginal haemorrhage had resolved and the genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menometrorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff still has the essure device surgically implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: tubes were patent / coils could be in myometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('could be inside the myometrium/ migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / tubal patency". The patient's medical history included multiparous. Plaintiff never experienced immense abdominal/pelvic pain prior to undergoing the essure procedure. Concomitant products included etonogestrel for birth control as well as oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menometrorrhagia ("menometrorrhagia"), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infections") and menstruation irregular ("spotting and irregular bleeding patterns"), was found to have a pregnancy with contraceptive device ("pregnant") and experienced vaginal haemorrhage ("bleeding for six weeks; assessed as irregular vaginal bleeding"), lasting 6 weeks. Essure treatment was not changed. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menometrorrhagia, vaginal infection and menstruation irregular had not resolved, the genital haemorrhage outcome was unknown and the vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menometrorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff still has the essure device surgically implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: tubes were patent / coils could be in myometrium. Hysteroscopy - on (B)(6) 2014: insertion details: bilateral ostia were easily identified. There were no fibroids or abnormalities. The right ostia was occluded with the essure device without complication. In a similar type fashion, the left ostia was occluded without any complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received. Reporter information, patient's date of birth and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('could be inside the myometrium/migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / tubal pattency". Medical conditions: plaintiff never experienced immense abdominal/pelvic pain prior to undergoing the essure procedure. Concomitant products included etonogestrel for birth control as well as oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infections"), menstruation irregular ("spotting and irregular bleeding patterns") and genital haemorrhage ("abnormal bleeding"), was found to have a pregnancy with contraceptive device ("pregnant") and experienced vaginal haemorrhage ("bleeding for six weeks; assessed as irregular vaginal bleeding"), lasting 6 weeks. Essure treatment was not changed. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, abdominal pain, pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, vaginal infection and menstruation irregular had not resolved, the vaginal haemorrhage had resolved and the genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menometrorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff still has the essure device surgically implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: tubes were patent / coils could be in myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Event: abnormal bleeding was added. Event of pregnancy with contraceptive device downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.